Manufacturer narrative:
Inconclusive - investigation in progress.

Event description:
Customer states that the cuff has a leak. The customer confirmed that decannulation and recannulation of a replacement tube was required.